Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was experiencing database bloating. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing database (db) bloating. A technical support specialist (tss) dialed into the devices, then checked the totaldb and useddb size via the command shell. The useddb size was higher than 8.7gb, so, the tss run the reindex script attached and confirmed that this was required to mitigate database bloating prior to es v1.8 upgrade. The system functioned as intended after the technical support specialist troubleshot the device.